Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between sensor glucose and blood glucose values. The blood glucose value was 480 mg/dl, while the sensor glucose value was 210 mg/dl. The customer experienced symptoms of hyperglycemia/diabetic ketoacidosis, including vomiting and dizziness. Treatment included manual insulin injection/insulin pen, saline via intravenous administration, and hospitalization for 2 days. The customer was advised that the sensor may no longer be responding to glucose changes due to sensor not situated properly preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. No product return is expected for mmt-7020c1.